Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the visera elite ii video system center 's light is dim that the endoscopic image is indistinguishable during an unspecified event. No patient injury or harm was reported. The device will be returned for service.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. (E2 and e3 remain unknown). The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the legal manufacturer; therefore, the exact cause of the reported issue could not be conclusively determined. Based on the investigation results, the phenomenon in which the adjustment of the brightness did not function occurred because the pcb (dp/dr/ss, etc.) Led to the failure. Olympus will continue to monitor complaints for this device.